Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, contamination was found within the distribution node pca and on the pins of cable connector j702. The root cause for contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving excessive "adjust belt" messages.